Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose was 50 mg/dl and 58 mg/dl. The blood glucose level was 79 mg/dl and 326 mg/dl. The product will not return for analysis.